Manufacturer narrative:
This report is based on information provided by a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the device had a sudden loss of electrocardiographic monitoring ability. There was no reported patient nor user harm. Remote support was provided, the device had a sudden loss of electrocardiographic monitoring ability. The device was confirmed to have reached the end-of-life and end-of-support statuses. Therefore, no service or technical support was provided. The device is not expected to be returned for additional investigation as no replacement will be provided. Because the device reached the end-of-life and end-of-support statuses, it cannot be repaired. The cause of the reported problem is unknown and cannot be confirmed. The customer was advised the device reached the end-of-life and end-of-support statuses, it cannot be repaired. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : device is end of life / end of support.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx looses the electrocardiographic monitoring capacity suddenly. Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested.